Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer stated that the drive support cap is normal and no exposure to strong magnetic field such as MRI. Customer doesn't received an e70 alarm. The customer stated that there are more than one motor error alarm in the last 30 days. The customer was advised to discontinue use of the device and revert to a backup plan. The oow letter was already sent.